Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following caused the malfunction: damage to the charged coupled device unit, which prevented the image from being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis the repair technician reported that the device failed to display an image. No patients were involved.